Event description:
It was reported by the doctor that the patient came into the office with half of a fractured implant in hand and the other half still implanted.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). One osseotite® implant was returned for inspection attached to a restoration. The device shows large signs of wear and debris attachment at the remaining threads. It was confirmed that the device is fractured at the middle threads. The internal drive feature could not be inspected in this condition. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The returned x-ray shows the implant in the surgical site. This image appears to be of the bottom half of the fractured implant, which was not returned for inspection. Complaint indicates implant fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.